Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the clips scissored and ejected clips. Another device was opened to complete the case. There was no consequence to pt.